Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of the manufacturing records. The customer reported potential false reactive results for one patient sample when using architect havab igg reagent, list number 6c29-25, lot number 41777li00. There were no customer returns available. A review of complaints for lot 41777li00 found no complaint issues. A review of the manufacturing documentation did not identify any issues during the manufacturing of this lot. A review of the product labeling concluded that (B)(6) results is sufficiently addressed. There is not enough information to reasonably suggest a malfunction occurred as the potential (B)(6) was for one discrete sample only and the assay does not have a 100% claim for specificity. Based on the investigation it was determined that the architect havab igg reagent, list number 6c29-25, lot number 41777li00 is performing acceptably.

Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient sample compared to another method. The results provided were: initial =(B)(6) / repeat =(B)(6) another method = <15miu/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.